Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure was set to mg/l instead of mmol/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A f/u report will be filed when investigation results are available. Customers and retailers have been informed.